Manufacturer narrative:
(B)(4).

Event description:
The customer reported that this device would freeze after 15 minutes of monitoring and would not turn off following an fco repair conducted by a third party. There was no reported adverse patient impact.